Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a proximal femoral nail antirotation (pfna) implanted on (B)(6) 2014 for a femur fracture broke post-operatively. The implant was discovered to be broken on (B)(6) 2014 at the distal locking area. It is unknown if the revision surgery has been performed to remove the broken hardware. Reportedly the patient did not fall. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth reported only as 1932. Additional common device name hwc. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation summary ¿ the pfna broke through the distal oval locking hole (for dynamic fixation). The investigation included reviewing: manufacturing documents, technical drawings and the raw-material inspection sheet of the supplier. The distal fracture surfaces of the implant were investigated by scanning electron microscopy. The pfna is made of stainless steel. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the pfna is in compliance with the international standards or surgical implants made of stainless steel. The dimensions of the cannulated pfna were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and specifications. The proximal locking hole of the pfna showed mechanical damages which were caused by the spiral blade. At the distal locking hole several fatigue cracks that originate from a mechanical damage (caused by the locking bolt) were documented. These cracks start at the medial side and propagate to the lateral side. When examining the distal fracture surfaces of the pfna using the (sem) the areas of fracture initiation and the fracture behavior were identified. The crack started at the lateral side of the pfna and ran into the material. After breaking, the fragments rubbed against each other causing some destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area of the fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The area with dimples corresponds to the residual forced fracture zone. A fatigue crack on part a was documented. The crack originates from a mechanical damage which is caused by the locking bolt. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surface, it is concluded that the implant was subjected to low dynamic bending loads (two-sided). Constantly alternating bending loads (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna. The nail could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. No evidence of material or manufacturing defects were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.